Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and no further issues occurred. The customer was advised to continue using the pump and to call back if any malfunctions recur.